Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had 3 no delivery alarms. They had changed the site twice but it was happening again. They reported that the cannula was bent. The customer's blood glucose level during the incident was 383 mg/dl. Troubleshooting was performed and insulin exited without incident. The customer's current blood glucose level was 499 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.